Event description:
The facility reported air in line alarm with an unidentified flo-gard pump, found during pt use. The infusion pump reportedly alarmed air-in-line when the nurse was changing out the blood solution bag. The set was replaced without further incident. There was no pt injury or medical intervention associated with this incident. No additional info is available.

Manufacturer narrative:
The device is not available for eval. The facility did not set aside the pump, therefore, it cannot be sent in for eval. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval, or if additional info becomes available.